Event description:
It was reported that during a pulmonary vein isolation procedure with a polarsheath, after removing the sheath dilator, the sheath aspirated air. Leak seamed to come from the valve. The issue was solved by exchanging the sheath and the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per functional testing the device passed aspiration test and no air was visible in the flushing line during vacuum. During hemostasis valve test the device failed since the sheath couldn't maintain a minimum pressure of 5.5 psi for 30 sec. Device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the catheter. The pressure decay value failed as high pressure.

Event description:
It was reported that during a procedure a polarsheath to treat pulmonary vein isolation, after removing the sheath dilator, the sheath aspirated air. Leak seamed to come from the valve. The issue was solved by exchanging the sheath and the procedure was successfully completed with no patient complications. The device was returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.